Manufacturer narrative:
Updated describe event or problem, device avail for evaluation, returned to manufacturer date, device eval by manufacturer, device return to manufacturer, evaluation method codes, evaluation result codes, evaluation conclusion codes. Age at time of event - 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 11:28 am CT. The report number is being corrected from: 2134265-2018-64640 to: 2134265-2018-63981.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During preparation, when the rotation speed was raised at 180,000rpm, the rotawire became separated. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the separation occurred during adjusting rotational speed outside of the patient's body. There was no additional intervention done. The patient's status was good post procedure.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During preparation, when the rotation speed was raised at 180,000rpm, the rotawire became separated. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the separation occurred during adjusting rotational speed outside of the patient's body. There was no additional intervention done. The patient's status was good post procedure.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together. The handshake connection, sheath, coil and burr were microscopically and visually examined. The burr was received with dried saline and blood in the annulus, so the burr was soaked in hot water for a short time to remove the dried blood and saline. As the wire used in the procedure was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device, but would not pass the burr handshake connection. Further examination revealed that the coil is bent at the handshake connection. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Inspection of the remainder of the device presented no other damage or irregularities. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/28/2019 11:18 am CT. The report number is being corrected from: 2134265-2019-00365 to: 2134265-2018-63981.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During preparation, when the rotation speed was raised at 180,000rpm, the rotawire became separated. The procedure was completed with another of the same device. No patient complications were reported.